Event description:
A patient underwent surgery for decompression/posterior spinal fusion and instrumentation of c2 through c5 by laminectomy. During the procedure, using a size one kerrison ronguer, the top cutting tip broke off into the surgical site. The surgeon explored the site and retrieved the tip intact.